Event description:
It was reported that in 2010 the pump was removed due to an infection. The medicine delivered by this device system was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731, lot# serial# (B)(4), implanted: 2006-(B)(6), explanted: 2010-(B)(6), product type catheter, (B)(4).